Event description:
It was reported that the insulin pump alarmed motor error a few weeks prior to the call and that the customer experienced high blood glucose levels. The blood glucose reading was 425 mg/dl, which the customer treated with a manual injection. He stated that he did not observe leaks but also could not bring the blood glucose level down. He noted that the next morning, his blood glucose was still high. He stated that the insertion site did not absorb the insulin but that the device did not leak either. He observed a bruise and bump under the skin when he removed the infusion set. The customer also reported a no delivery alarm, for which he declined troubleshooting. Advised the customer that a trainer would be contacted to further assist him. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-16075.